Event description:
It was reported to boston scientific corporation in 2007 that a resolution clip was used during a colonoscopy with polypectomy performed on a patient the same day (patient sex, age and weight unknown). According to the complainant, during the procedure, "upon deploying the clip, they had trouble releasing the clip from the catheter. The clip did eventually release." There was no serious injury as a result of this event, and the patient's condition at the end of the procedure was reported to be "stable."

Manufacturer narrative:
The suspect device has not been received for evaluation because it was disposed of by the customer; therefore, the cause of the reported malfunction is undetermined.